Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# v042810, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they was a high impedances during normal end of life battery change when new battery was hooked up intraoperatively. It was unknown what contributed to the high impedance and as for troubleshooting, impedance were ran at 2 volts and 300 pulse width, took out lead from battery and reseated but impedances stayed at greater than 4000. The lead was replaced and the issue was resolved